Event description:
Baxter (B)(6) received a report of an infusor that did not flow during patient therapy. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The problem is not confirmed and the cause cannot be determined.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.